Event description:
Resident slipped out of lift during transfer from bed to chair. Resident was secured properly in lift. Only one nursing assistant attempted to perform transfer. Resident incurred 3 cm laceration occioput which necessitated transport to the hospital where laceration was sutured. Resident returned to facility. Equipment was inspected visually and tested with employee in lift. No defect in equipment was identified. Nursing assistants were instructed that safe & proper technique for transfer using lift requires at least 2 persons. It has been determined user error caused incidentdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, invalid data. Invalid data - on device destroyed/disposed of status.